Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under warnings, number 7 states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to incompatibility between the size of the polyethylene bearing and femoral component. During the procedure, the polyethylene bearing was removed and replaced.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2015. A revision procedure has been indicated due to incompatibility between the size of the polyethylene bearing and femoral component; however, no revision procedure has been reported to date.